Event description:
The customer reported that the system was hanging (locked up). This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was evaluated and reseated. The system memory nodes were reflashed. The system was tested and found to be working as intended and returned to service.